Event description:
It was reported when using the bd q-syte¿ luer access split-septum the septum pushed into the adapter. The following information was provided by the initial reporter. The customer stated: "diaphragm rupture occurred during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-20. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device and two photographs. Upon inspection of the unit, it was identified that the top disk has been pushed into the top body of the q-syte. The reported issue was confirmed. The unit was microscopically inspected for adhesive residue. There were no gaps found in the adhesive residue on the rim, indicating proper adhesion of the septum. There was no other visible damage observed to the q-syte. The root cause could not be established with certainty as the defect may originate in manufacturing as well as during application. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum the septum pushed into the adapter. The following information was provided by the initial reporter. The customer stated: "diaphragm rupture occurred during use."